Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('mild chronic salpingitis'). In an adult female patient who had essure (batch no. 689936) inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following event was described in patient's medical record. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical record received: event: medical device removal was replaced with new event salingitis. Fu 1 and 2 processed together. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild chronic salpingitis') in an adult female patient who had essure (batch no. 689936) inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following event was described in patient's medical record- salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.